Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx550 patient monitor and no sound was coming from the device. The device was in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the speaker did not work, and the sound completely failed. It was clarified that the monitor displayed a speaker error. A philips field service engineer (fse) went onsite and determined that the speaker required replacement. The fse carried out an electrical test and replaced the speaker, and the monitor was operational. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.